Event description:
Implant loss, bisphosphonate treatment, diabetes mellitus, smoker, periodontal disease at time of surgery, primary stability was achieved, implant was completely covered by bone, peri-implantitis, infection, swelling, inflammation, mobility.